Event description:
It was reported that the during implant procedure the lead was not able to be secured in the header. The device was not implanted. There were no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of a connector anomaly was confirmed in the laboratory. Visual inspection identified foreign material within the set screw bores. This material prevented the set screws from being fully tightened and the leads from being fully secured into the header. The cause of the reported connector anomaly was a manufacturing anomaly.